Event description:
A customer reported receiving several low readings on his freestyle blood glucose meter. Based on those readings, the customer reported changing the amount of insulin taken and then experienced symptoms of hyperglycemia. The customer reported being taken to the centro de diagnosticos y de tratamientos in puerto rico where he was diagnosed and treated with insulin for severe hyperglycemia. The customer also reported drinking juice and milk to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.